Event description:
It was reported during a da vinci-assisted benign hysterectomy procedure, the maryland bipolar forceps instrument sparked from the wrist of the instrument during every energy activation. A similar backup instrument was used to proceed with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument was inspected prior to use with no obvious damage noted. It was noted that the ceramic pulley blackened after the arcing event. The cannula was inspected prior to use, a pin gauge was not used to do so. Arcing appeared to originate/occur at the ceramic pulley and grounded at the tip during cauterizing. A monopolar cord was not connected to the bipolar instrument. A valleylab force fc generator was used with settings at 35. The instrument was in use for a few minutes prior to the arcing event with its first activation. A hot shears and needle driver were also in use at the time of the event. The instrument did not collide with any other instrument or tool during the procedure. The instrument was in contact with tissue when arcing occurred. The instrument tip did not touch any staples clips or sutures while energized, and was not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activation. The instrument was not removed at any time prior to arcing. The surgeon suspects the cause of arcing was an instrument malfunction. The patient has not experienced any post-surgical complications as a result of the arcing event. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the maryland bipolar forceps instrument (part# 420172-17/lot# n10210816 125) associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used on (B)(6) 2022 on system usg2033 for a benign hysterectomy procedure. The instrument had 1 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the maryland bipolar forceps instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint there were sparks coming from the wrist of the instrument in every energy activation. Failure analysis found the primary failure of thermal damage to the yaw pulley between the grips to be related to the customer reported complaint. For clarification, the instrument was found to have charring and localized melting on the yaw pulley, at the grip base between the grips. The instrument passed the electrical continuity test. Visual inspection of the conductor wire found no physical or thermal damage to the insulation. The root cause of thermal damage to the yaw pulley between the grips is typically attributed to the mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
Refer to h10/h11 for follow-up information.